Manufacturer narrative:
Pump was received with a blank display, problem isolated to electrical board. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify low battery alarms due to blank display.

Event description:
Customer's wife reported via phone call that insulin pump had pump error. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.